Event description:
The pt reportedly experienced intermittencies and a loss of sound with her internal device. External equipment was exchanged and programming changes were attempted, however this did not resolve the issue. A device failure was confirmed. The pt has since regained sound and is currently being monitored.